Event description:
The customer stated that his blood glucose was tested using his contour and another contour meter. The customer's contour read 567 mg/dl while the other contour read 147 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and insisted his meter be replaced. The meter is to be returned for evaluation. A new meter kit was sent to the customer.